Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed due to the fracture of connection into it. No further information was provided.